Event description:
Patient's mother reported the pump isn't working and would like a replacement sent. No reported missed dose. No reported adverse effects. Unknown when pump stopped working. Pump available for return. No further information. Reported to (B)(6) by pt/caregiver.